Event description:
It was reported to covidien on 08/20/2008 that a customer had an issue with a sponge counter bag. The customer reports that a laparatomy (abdominal) procedure was performed on a (B) (6) male pt in good health. After 1-2 days, pt complained of abdominal pain. An x-ray revealed the sponge and the pt required add'l surgery to remove the sponge which also increased his length of stay.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.